Manufacturer narrative:
The insulin pump alarmed compromised force sensor resistor during the basic occlusion test due to loose/protruded drive support disk. The device was received with minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and cracked end cap.

Event description:
The customer reported via phone call, the insulin pump continued to alarm compromised force sensor resistor. Customer was changing the infusion set when the alarm occurred. The customer's blood glucose was 112 mg/dl. Troubleshooting was performed and the customer was advised to discontinue use of the device and revert to back up plan. The customer agreed to return the device for analysis.